Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the biliary tree during a stone extraction procedure on (B)(6) 2020. According to the complainant, during the procedure, an alliance ii handle was used in conjunction with the trapezoid basket in an attempt to crush a stone. However, the pull wire broke during the attempt. A grasper was used to capture the wire and move it to release the stone and remove the basket from the patient. Another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: device code 1069 captures the reportable event of pull wire break. Block h10: visual inspection of the returned device found the working length was separated into two sections. Both sections were inspected under magnification and evidence that the section was cut was observed. Additionally, the handle cannula was found detached from the handle and it was pulled out of the finger ring portion of the handle assembly. Both dimples from the screws were visible at proximal section of the handle cannula and drag marks were present from dimples towards the proximal end, as the handle cannula had been forcibly pulled out from the set screws. The distal screw and proximal screw depth were measured, and both were found within specification. No issues were found in the basket wires and the tip was still attached to the basket wires assembly. Based on all available information, the investigation concluded that procedural factors encountered during the procedure, in addition to other device use during procedure, likely affected the device's performance and integrity. During use, the thumb ring could have received tensile and/or compressive force applied to the parallel to the length of the device. Handling and manipulation of the device during its use can lead handle cannula pulling out from the finger ring, resulting in handle cannula detachment and reported failure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the biliary tree during a stone extraction procedure on (B)(6) 2020. According to the complainant, during the procedure, an alliance ii handle was used in conjunction with the trapezoid basket in an attempt to crush a stone. However, the pull wire broke during the attempt. A grasper was used to capture the wire and move it to release the stone and remove the basket from the patient. Another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported to be stable.